Manufacturer narrative:
Investigation included customer interview and troubleshooting education on prompt chewing of glucose tablets, manual bg entry, and temporary pump disconnection after outside insulin. Investigation of this case revealed user-administered external insulin as a contributor and effective response to standard hypoglycemia treatment steps. It was concluded that the event was a hypoglycemic episode likely related to recent external insulin dosing and not attributable to a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet with a newly connected g7 sensor, observed a glucose reading of 58 mg/dl when the sensor came online, and had administered an external insulin injection less than an hour prior; the user remained connected initially, then manually entered bg, resumed dosing, and subsequently disconnected from the pump per guidance to mitigate insulin stacking. Symptoms included low glucose with a nadir of 56 mg/dl. Outcomes included self-treatment with oral glucose tablets and recovery to in-range glucose without emergency care or hospitalization.